Event description:
Wife put on husband's hip, left on over night. Reporter had 1st and 2nd degree burns and went to ER urgent care on the advice for pharmacist. He went back 5 days later for bandage change for prevention of infection. Consumer states she threw the patch away.